Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported a months after the dental implant was installed in intraoral region #19, it was verified its loss of osseointegration, but did not provide any other info about the case. The pt presented infection.